Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely at the customer's waistline and the pump case would fall, causing the infusion set to be pulled out. Customer's blood glucose was 100-200 mg/dl. Customer inserted a new site and insulin therapy was resumed.